Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that a patient experienced chest pain and underwent pci of the target vessel approximately eleven months post index procedure. The patient's relevant medical history is significant for hypertension and previous percutaneous coronary revascularization on (B)(6) 2009. On (B)(6) 2009, cardiac cath revealed 95% stenosis in the lad at the origin of a 1st diagonal branch that was followed by another 80% stenosis in this vessel. Following stenting of an unknown stent to the lad, attention was turned to the diagonal. The 60% ostial diagonal was "pinched" to 90%. This lesion was crossed with a 0.014 inch balance wire through a 2.5x13mm cypher stent. And the lesion was then dilated with excellent final results. At the time of index procedure, the patient underwent deployment of 3.5x18mm cypher stent to the proximal circumflex due to unstable angina. Post procedure residual stenosis was 0% with timi 3 flow. The patient was discharged the day after. Approximately eleven months post index procedure; the patient experienced chest pain and underwent pci of the proximal circumflex. As reported, the mid portion of the circumflex had been previously stented and the stented segment was widely patent. In the proximal portion of the vessel, however was a discrete eccentric de novo stenosis of about 80%. It was unknown if the lesion was within 5mm of index stent. The target lesion was pre-dilated and then stented with a 3.5x12mm endeavor stent with post-dilation of the stent using a 3.5x9mm nc sprinter balloon. The outcome of the event was reported as recovered/resolved and the subject was discharged after three days. The investigator considered the event of chest pain was severe in intensity and possibly related to the study drug, unlikely related to the study device and study procedure. As per the company's assessment, the event of chest pain was serious, anticipated and unlikely related to the study device. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15264644 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Manufacturer narrative:
Concomitant medications at the time of event included aspirin, plavix, fish oil, glyceryl trinitrate, metoprolol, olmesartan, rosuvastatin, and ubidecarenone. Additional information will be submitted within 30 days of receipt.

Event description:
The report received from the (B)(4) study indicated that a patient experienced chest pain and underwent pci of the target vessel approximately (B)(6) months post index procedure. At the time of index procedure, the patient underwent deployment of 3.5x18mm cypher stent to the proximal circumflex due to unstable angina. Post procedure residual stenosis was 0% with timi 3 flow. The patient was discharged the day after. Approximately eleven months post index procedure, the patient experienced chest pain and underwent pci of the proximal circumflex. As reported, the mid portion of the circumflex had been previously stented and the stented segment was widely patent. In the proximal portion of the vessel, however was a discrete eccentric de novo stenosis of about 80%. It was unknown if the lesion was within 5 mm of index stent. The target lesion was pre-dilated and then stented with a 3.5x12 mm endeavor stent with post-dilation of the stent using a 3.5x9 mm nc sprinter balloon. The outcome of the event was reported as recovered/resolved and the subject was discharged after three days. The investigator considered the event of chest pain was severe in intensity and possibly related to the study drug, unlikely related to the study device and study procedure. As per the company's assessment, the event of chest pain was serious, anticipated and unlikely related to the study device.